Event description:
Voluntary medwatch received states the lead presented with over-sensing of noise and low pacing impedance noted on the lead. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5156721.